Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The esheath introducer set was not returned for evaluation. As no work order information was provided a DHR and lot history review were not able to be performed. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device procedure manual were reviewed. If the delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position, check for pv leaks under echo. If post-dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, percutaneous/surgical intervention, tissue damage (minor), and embolism, none of which occurred in this case since there was no patient harm. The pra remains applicable and no further action is required. A correct action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion. The corrective action is intended to reduce, but not eliminate, the complaint occurrence. No further re-escalation is required at this time. The torn distal tip of the sheath was unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Additionally, as no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. Therefore, a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the devices during device preparation. Per the complaint description, 'the delivery system was to be removed when the team noted that the end of the esheath was torn and the delivery system balloon was unable to be withdrawn into the sheath'. As the distal tip tear was noted prior to delivery system withdrawal, it is likely characteristic of sheath tip tear events identified in the product risk assessment (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05592. Investigation is ongoing.

Event description:
As reported, during a transfemoral valve in valve tavr procedure the commander delivery system balloon burst at the end of 2 seconds during valve deployment. It was then withdrawn into the ascending aorta. There was no evidence of any aortic insufficiency or pvl. The delivery system was to be removed when the team noted that the end of the esheath was torn and the delivery system balloon was unable to be withdrawn into the sheath. The devices were removed as one. A couple small pieces of plaque came out with the sheath and delivery system when removed from the patient. The balloon had torn in half and one of the previously placed perclose sutures came out as well. The decision was made to perform a cut down and repair the artery under direct vision. The team was able to place an umbilical tape around the superficial femoral and common femoral above the puncture site. 'A fairly good-sized hole in the vessel' was discovered and repaired using a bovine pericardial patch. There was no extravasation. They 'did a picture in the thigh' confirming that the profunda femoris and superficial were patent. The patient tolerated the procedure well. Anesthesia was reversed and the patient was brought to the ICU in stable condition. The patient remained in stable condition and tolerated the procedure well.